Event description:
It was learned via the patient registry that a 27mm 3300tfx pericardial aortic valve was explanted after an implant duration of eight (8) years, 10 months due to stenosis secondary to degeneration. The patient initially presented with heart failure, shortness of breath, and chest pain. The explanted valve was replaced with a 25mm 3300tfx pericardial valve. The patient was noted to be in recovery post procedure. The patient was noted to be in recovery in the ICU post procedure.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a 27mm 3300tfx pericardial aortic valve was explanted after an implant duration of eight (8) years, 10 months due to unknown reasons. The explanted valve was replaced with a 25mm 3300tfx pericardial valve. The patient was noted to be in recovery post procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.